Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed a value into the pump for what the customer believed to be the accurate amount of carbohydrates (carbs) for the pasta consumed during dinner. However, the customer entered more carbs than consumed. The customer called tandem technical support for assistance with determining if there was a way to stop the bolus delivery. Review of the bolus history showed that the bolus delivery had been completed. The customer's blood glucose (bg) level was 132 mg/dl. The customer stated a temporary rate would be set up so the customer's bg level does not decline, and declined further follow-up from tandem technical support.